Manufacturer narrative:
(B)(4). Analysis of the pump found a feedthru shorting across the insulator and a high battery resistance. (B)(4).

Event description:
Device was explanted and returned due to normal battery depletion.